Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced a positioning issue. The information was received from a single source. A patient was involved with no reported patient injury. The female patient is (B)(6) old and her weight is not provided.